Event description:
It was reported that during a prostate procedure the side-firing fiber was damaged at the tip at 135,854 joules. A second fiber was used and reported to have commenced forward firing at 42,576 joules. The procedure was completed with a third fiber. This report is for the second fiber. "No harm to pt" reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code break.